Event description:
No additional information.

Manufacturer narrative:
Corrections: no patient/hcp outcome information found in attachments. Annex e/f modified to reflect insufficient information. Initial reporter phone number located- added to MDR.

Event description:
It was reported that bd insyte autog bc catheter split. The following information was provided by the initial reporter: IV order per provider, attempted to start left ac with a 20g IV catheter. Upon insertion the catheter split in the middle. I immediately removed the catheter, inspected the catheter, all pieces were intact with no broken off pieces.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382534 and lot number 4037552. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.